Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damge to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.

Event description:
Customer called to report pod alarm after wearing this pod for less than one day. The customer's blood glucose levels ranged between 287-474 mg/dl before the pod actually alarmed. Customer started a new pod successfully. No further issues were identified.